Event description:
A malfunction alarm with code malf 9 was reported, accompanied by a fault ID of 0x20f1. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support helped the customer reset the pump, after which the malfunction did not recur. The customer was instructed to monitor the situation and reload the cartridge independently, with the understanding to report back if the issue reappears.